Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The device history lot number was reviewed, and no nonconformities were found that would have led to the reported complaint. Corrective actions are in process. Additional reporter: (B)(6).

Event description:
The event occurred on an unspecified date and involved a tego® connector where it was reported that some tegos could not be retracted and some cannot be pushed back. Connector tegos are being changed every treatment. For the recent months tegos are being changed ever treatment 5 times per week. There was patient involvement and unknown human harm. Investigation was completed on 6/13/2025 stating even though the device was not returned, the probable cause of the no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application.